Event description:
A nurse reported that there was a lower vitrectomy probe performance during surgery. The aspiration was low during the event. The probe was replaced and the surgery was completed without further issues. There was no patient harm. No additional information is expected. The reporter is unwilling to provide additional information.

Manufacturer narrative:
Evaluation summary: the 23ga accurus probes were not returned. For this complaint file, the final customer lot was identified. For this final lot, five probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the company acceptance criteria. No additional investigation is required based on device history review. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. The reporter is unwilling to provide additional information. (B)(4).